Manufacturer narrative:
(B)(4) event eval - still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. The angiography showed a distal type I endoleak, but it was solved by ballooning with a coda balloon. Another angiography, performed inside of the main body graft, showed a type IV endoleak. The physician decided to take a wait-and-see approach. (Act was 266 sec.). There has been no health problems reported as the pt outcome.